Event description:
We have been informed that during a cataract procedure, metallic foreign bodies were found in the sleeve. The surgeon was able to remove the metal parts from the eye, the metal parts were removed and the surgery was finished with a new sleeve. No report that, due to the event, actual patient harm occurred or that surgery was prolonged.

Manufacturer narrative:
The report was determined to be a duplicate of case(B)(4). Results of the investigation will be shared through that case.

Event description:
We have been informed that during a cataract procedure, metallic foreign bodies were found in the sleeve. The surgeon was able to remove the metal parts from the eye, the metal parts were removed and the surgery was finished with a new sleeve. No report that, due to the event, actual patient harm occurred or that surgery was prolonged.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.